Manufacturer narrative:
The reported event of frequent charging was not confirmed. The returned ipg was fully recharged and passed the discharge test. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's dbs ipg was explanted and replaced to address the issue of the patient having to recharge their ipg more frequently than normal.